Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room lead reported that following an intraocular lens (iol) implant procedure, the patient reported dysphotopsia and glare. The lens was exchanged in a secondary procedure for a different manufacturer's lens. Additional information was provided by the initial reporter that dysphotopsia and glare caused or contributed to the event. There was no patient harm. It is unknown if the patient's issues have resolved.